Manufacturer narrative:
D4: expiration date and primary UDI number, updated. H4: device manufacture date, updated. Manufacturer's investigation conclusion: an evaluation of the exchanged modular cable could not be completed because no product was returned for evaluation. The submitted controller event log file contained data from 28oct2024 through 31oct2024. The file captured the pump operating at a fixed speed of 5800 revolutions per minute (rpm), with a low-speed limit of 5600 rpm. A driveline disconnect and subsequent pump stop event were captured between 10:46:59 and 10:47:14 on 31oct2024. Once the driveline was reconnected, the system appeared to ramp back up to the set speed without issue. These events appear consistent with the report of the patient¿s modular cable being exchanged. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed when the driveline was connected. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event cannot be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 2 of the IFU ¿system operations¿ instructs users on how to properly exchange the modular cable. Section 8 of the IFU entitled ¿equipment storage and care¿ and section 6 of the heartmate iii patient handbook entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were submitted for review. Log files captured a driveline disconnect resulting in multiple alarms as well as a brief pump stop on 31oct2024 at 10:47am. The pump resumed to normal operation once the driveline was disconnected. Additional information stated that the patient's modular cable had been exchanged.